Manufacturer narrative:
The manufacturer previously received information alleging a patient with an essence rental with ssd 230v50hz device has passed away. There was no allegation that the device contributed to the death. After attempts made by the manufacturer, the device has not yet been returned for evaluation. There has been no response from the customer on the return of the device, therefore the device has been marked lost. If any additional information is received, a follow up report will be filed. Box h has been updated.

Event description:
The manufacturer received information alleging a patient with an essence rental with ssd 230v50hz device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reporteddeath.